Manufacturer narrative:
Investigation results: our quality engineer inspected the 2 photos submitted for evaluation. The reported issue of adapter/connector defective / damaged was confirmed upon inspection of the samples. Analysis of the sample showed a broken q-syte connector. Bd determined that the cause of the failure was inconclusive without a physical sample to do further investigation. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd q-syte ext set connector is broken and leaks. The following information was provided by the initial reporter translated from chinese to english: "on (B)(6) 2024, the patient was receiving normal infusion after the infusion was connected normally. Half an hour later, the patient pressed the call bell. The nurse went to the bedside to check on the patient and found a large area of blood seeping from the chest clothing. The infusion connector was found to be broken. The amount of bleeding was about 20ml. At the time of the incident, no serious impact on the patient was found".